Manufacturer narrative:
A complaint cannula was not received by fisher & paykel healthcare for evaluation. From the information received we can conclude that the tubing had been pulled and stretched where it attaches to the swivel grip. This damage is likely the result of excessive force being exerted on the tubing. The patient is an (B)(6) old child with down syndrome. The opt318 cannula is designed for use on a child weighing (B)(6)). It is possible that the patient weighs more than the recommended weight for use of the opt318 cannula. Each optiflow junior cannula is leak and occlusion tested at the production line and any that fail are discarded. In order to check the glue bond, an assembled sample is pull tested at the end of each run after allowing it to dry for at least three hours. Our user instructions that accompany the optiflow junior cannula state: do not stretch or crush tube. Ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under. Excessive load, the cannula may disconnect to prevent forces being transferred to the patient. Patient monitoring is recommended.

Event description:
A customer in (B)(6) reported that her daughter keeps "tearing" the opt318 optiflow junior nasal cannula off every three to four days and that the tubing becomes unravelled and disconnected. The customer further reported that the patient is not receiving the full benefit of the therapy when the cannula is broken but did not report any patient injury.